Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had damage.. The customer¿s blood glucose level was 288 mg/dl. The customer also stated that the top of the reservoir plastic came off. Troubleshooting was performed for damage and noticed the reservoir lock in place but oring came out. The customer reported that the location of the damage was reservoir compartment. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.